Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a biopsy, the doctor felt abnormality of the subject device. When the doctor withdrew the subject device from the endoscope, the wire of the subject device seemed to be missing. The fragment has not been found. The doctor completed the procedure with another device. The doctor did not conduct the x-ray examination and the patient was released from the hospital. It has no report that the patient was hospitalized again due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Sections were updated. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The wire was come away from the fixing hole and the joint portion of the wire was missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device and the similar cases in the past, it was known that the missing of the wire's joint portion might be caused by excessive stress while withdrawing the device from the angled scope. The instruction manual of the subject device warns; do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient's body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane.